Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, "a ring in vision," and glare. The iol was exchanged for a different model lens in a secondary procedure. The patient's issues have resolved after the exchange. The complaint sample is not available for return. Additional information was requested and received.